Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : the device disposition is unknown.

Event description:
During a phone call, a case of revision surgery for a joint infection related to instrument breakage was discussed. The broken instrument, identified as a screwdriver, fractured during a reverse shoulder revision surgery. The procedure involved successfully implanting a depuy spacer. The infection was detected through a superficial rash near the incision site. Microorganisms were not identified, and it's uncertain if the patient had a pre-existing infection. No sterile implants were opened during the surgery, and no re-sterilization of the device was performed before the surgery.